Manufacturer narrative:
It is now reported that the infection returned and was again treated with another round of antibiotics (mode of administration unknown). This report is submitted on december 1, 2020.

Manufacturer narrative:
This report is submitted on 23 october 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at implant site, subsequently the patient was treated with oral antibiotics. The patient is being clinically managed.